Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of having low blood glucose of 48 mg/dl. Customer treated with candy and sugar. Customer indicated that they just disconnected from the pump and will wait until their blood sugar is stabilized to reconnect to the pump. No further details given.